Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that he had been getting ¿worse readings¿ on the subject meter for about a month prior to contacting lfs. The patient manages his diabetes with a combination of (B)(4) units of insulin at night and glucotrol/glipizide oral medication (3 in the morning and 1 in the evening). He reported that around 1:30-2:00 pm about a month ago, he ¿felt sick¿, so performed a blood glucose test on the subject meter and obtained a reading of ¿70 mg/dl¿. The patient considered this result ¿was in safe zone and it wasn't too low¿ and he continued with his usual diabetes management routine. He reported that he subsequently ¿passed out¿ and his wife had called paramedics for assistance. He stated that the paramedics obtained a blood glucose result on their meter of ¿26 mg/dl¿, which the patient was comparing to the earlier result on the subject meter more than 30 minutes earlier. The patient reported that the paramedics gave him ¿a shot and sugar¿ and advised him to ¿replace the meter¿. He indicated that he was taken to the hospital and he reported that at 4:45pm on the date of the adverse event, he was advised to stop his oral medication by the doctor at the hospital. At the time of troubleshooting, the patient confirmed that the meter had been set to the correct unit of measure. Education was provided by the cca and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a sign and symptom suggestive of a serious injury adverse event, i.e. Passed out and paramedic result of 26 mg/dl, after obtaining an alleged inaccurately high blood glucose result on the subject meter and following his usual diabetes management routine.